Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to an imperfection of proper reprocessing since the user detected leakage. A further cause of the leakage could not be presumed from the information obtained in this investigation. The instructions for use (IFU) states in the following to contact olympus incase leakage is detected. Therefore, abandoning reprocessing at leakage is not deviation from IFU: reprocessing manual_ leakage testing of the endoscope_ perform the leakage test "caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. Air was connected to the scope during the initial cleaning to check for possible leaks. The scope was hand washed on the outside and was not washed in an automatic reprocessor after the leak was detected. The device was not disinfected prior to being returned for evaluation. The device was returned to olympus for evaluation and the customer's allegation was confirmed, the device evaluation found that the air / water nozzle was blocked with foreign debris. Additional findings include the following: the light guide lens was scratched, the bending section cover glue was cracked, the bending tube was shortened, the connecting tube had passing bending / a scratched pocket pouch, the air / water nut had paint peeling off, the suction cylinder nut had paint peeling off, the universal cord was wrinkled, the plug unit housing was damaged, the angulation was out of specification, the angulation was out of play, and the image tilt was out of specification. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had no blow. The issue was found during an unknown procedure, the procedure was completed with a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air / water nozzle was blocked with foreign debris. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.